Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a keypad anomaly. Blood glucose was 340 mg/dl at the time of incident. Customer stated that there were no response from the insulin pump's button. Customer was advised to discontinue use of insulin pump. Insulin pump is being replaced and not expected to return for analysis.